Event description:
Per the clinic, the patient experienced a loss of fixture subsequent to sustaining a head trauma on (B)(6) 2021 (specific date not reported). The patient was prescribed oral antibiotics on (B)(6) 2021, (duration not reported) to treat a superficial skin infection. There are no plans to reimplant the patient with a new cochlear device as of the date of this report.